Event description:
In 2004, a pt received the injection of artzal=(supartz) into their left knee joint. On the 8th day, they developed leucocytoclastic vasculitis, and was admitted to the hosp on that day. The lesion was diagnosed on their left lower leg. They were correctively treated with cortisone for 23 days. As of about 2 weeks later, they recovered gradually. The diagnosis "leucocytoclastic vasculitis" was done by a dermatologist. He was not the doctor who treated the pt with artzal. In his opinion, artzal was unlikely to have caused the above-mentioned adverse reaction, as he suspected the simultaneously existing urinary tract infection as more likely reason (so called infect-allergic reaction). Details of the urinary tract infection are not available. However, the doctor could not completely exclude the possibility of a causal relationship of artzal. Furthermore, the pt received the injections of artzal once a year for about 10 years without any complaints.